Event description:
The customer complained of missing segments from the display of the coaguchek xs meter which could impact the interpretation of the results. The customer stated the meter powered off after setting the test strip code. The customer attempted to insert the test strip and observed an error then the meter powered off. The customer performed a display check and stated that the "8" on the left side of the display was partially missing a segment at the bottom of the "8". The customer turned the meter on and inserted a test strip. The meter stayed on. There was no allegation of an adverse event. The meter was requested to be returned for investigation.

Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested and showed no signs of contamination. No issues with the meter display were seen or reproduced during the investigation. The customer material met specifications.